Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet would charge only to approximately 32 percent and then shut down shortly thereafter, with the app showing 0 percent while the device remained powered, consistent with battery depletion and power performance malfunction of the pump hardware. Symptoms included no adverse clinical effects reported. Outcomes included no clinical impact reported. Investigation included remote troubleshooting and decision to replace the device for further evaluation. Investigation of this case revealed a suspected premature battery depletion or power management fault within the pump assembly consistent with a device power issue. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to battery or power management.